Manufacturer narrative:
Received one device. Visual inspection found no damage; customer problem was duplicated. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal replacement. Functional test was performed- found defective dso sensor. The dso sensor replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump is faulty, not detecting cassette. The incident occurred prior to patient use. There was no patient involvement.